Event description:
In 2009, two of our employees were loading a patient with a ferno cot, and there was a snap, and it was seen that their was a stress crack on the main frame hinge part #862-0166. There was no hospitalization from this malfunction, but could potentially be a problem with future ferno cots.